Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was unable to be evaluated for the reported over infusion and free flow condition due to an unrelated issue. The device will receive release testing which will include flow rate testing before returning to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) or free flow during testing. There was no patient involvement. No additional information is available.